Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. E3 - occupation: clinical supply chain coordinator g4 - PMA/510(k) #: exempt this report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported that the wire guide included in the wayne pneumothorax tray unraveled during a catheter placement procedure for a patient of unknown age and gender. During placement of the 14fr catheter, the customer noted that the wire guide "completely came apart." The procedure was discontinued and restarted. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence. Additional information regarding event details has been requested but is currently unavailable.

Manufacturer narrative:
This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
In additional information received on 16dec2024, it was reported that the wire guide was found to be unraveling while being removed though the chest tube following insertion. It was confirmed that the wire did not separate and all components were completely removed from the patients. A new kit was opened to complete the procedure successfully.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Investigation ¿ evaluation: it was reported that the wire guide included in the wayne pneumothorax tray unraveled during a catheter placement procedure for a patient of unknown age and gender. The wire guide damage was noticed during removal after chest tube placement. The wire guide was removed intact, and a new device was used to complete the procedure. There were no adverse effects to the patient due to this event. Reviews of documentation including the complaint history, device history record (DHR), instructions for use (IFU), and quality control procedures, as well as a visual inspection and dimensional verification of the returned device, were conducted during the investigation. Cook received one used wire guide from the customer. Visual inspection of the wire guide found the mandril was protruding from elongated coils. Wire guide o.d. Measured within specification. Cook did not identify any non-conforming material. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the dhrs for the reported complaint device lot and related subassembly lots recorded no relevant non-conformances. A complaint history search on the reported lot found no additional complaints reported from the field. Cook concluded that no non-conforming product form this lot exists in house or in the field. Based on the available information, cook has concluded that the device was manufactured to specification and that there is no evidence suggesting nonconforming product exists either in house or in the field. Cook also reviewed product labeling. The product IFU, [c_t_waynemod_rev5] "wayne pneumothorax set for seldinger placement," provides the following information to the user related to the reported failure mode: how supplied: "upon removal from package, inspect the product to ensure no damage has occurred." Based on the information provided, inspection of the returned device, and the results of the investigation, cook has concluded that component failure unrelated to manufacturing or design deficiencies contributed to the event. It is possible that the wire was damaged after insertion and the damaged portion caught on the tip of the catheter, though this cannot be confirmed without additional information. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.